Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported "contracture", baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "ruptured and leaking" and "being watched for lymphoma, autoimmune disease, and illness". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken device assessed as fold flaw opening. ¿ anxiety - product/ procedure : unable to observe as it is not related to the manufacturing process. ¿ capsular contracture : unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and non penetrating nick was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "ruptured and leaking" and "being watched for lymphoma, autoimmune disease, and illness". Healthcare professional later reported "contracture", baker grade unknown. Later healthcare professional reported "confirmed rupture". This record is for the left side. The device was explanted and replaced.